Manufacturer narrative:
Pr 7692145 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a040609. Patient problem code: f26.

Event description:
Description of the problem (what / why) - with the first box of 10 drainage sets of 1000 ml, the first bottles still worked, then we had a scrap of two bottles. The second bottle (we don't remember the first) had the support clip loose in the package. The access tip was bent a little. No cracking sound was heard or pressure point felt when piercing the foil seal. The access tip is stuck in the bottle at an angle and popped back when moved slightly. Drainage was not possible due to the lack of pressure.'' How many times the defect has occurred - 2. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - replacement. Photo / sample available - no. Safety valve broken / damaged / defective - no information / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no information / not applicable. Safety valve lug broken / damaged - no specification / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yes . Impact on patient - had to use another bottle. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication / not applicable. Time spent in catheter - 2023-03-24. Where is the catheter located: in the abdomen or chest? - chest. Connected device (pleurx/peritx/brand) - 50-7510. Procedure performed by - employees. Performed in - home. Additional information - none / not relevant.

Manufacturer narrative:
(B)(4).follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001470117 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Description of the problem (what / why) - with the first box of 10 drainage sets of 1000 ml, the first bottles still worked, then we had a scrap of two bottles. The second bottle (we don't remember the first) had the support clip loose in the package. The access tip was bent a little. No cracking sound was heard or pressure point felt when piercing the foil seal. The access tip is stuck in the bottle at an angle and popped back when moved slightly. Drainage was not possible due to the lack of pressure.'' How many times the defect has occurred - 2. Medical intervention (other than first aid) - not required. Needle stick/probe stick - not required. Other measures taken - yes. Safety problem - no. Problem solved - yes. How was the problem solved / additional information - replacement. Photo / sample available - no. Safety valve broken / damaged / defective - no information / not applicable. Safety clamp open if valve broken. / damaged. / d.. - no information / not applicable. Safety valve lug broken / damaged - no specification / not applicable. Locking tab broken / damaged - no indication / not applicable. Leakage - no indication / not applicable. Successful drainage - yesimpact on patient - had to use another bottle. Contact with blood / body fluids - no indication / not applicable. Change in course of treatment due to event - no indication / not applicable. Time spent in catheter - (B)(6) 2023. Where is the catheter located: in the abdomen or chest? - chest. Connected device (pleurx/peritx/brand) - 50-7510. Procedure performed by - employees. Performed in - home. Additional information - none / not relevant.